Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: date received by MFR. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec'd 7/7/2014- sales rep reported revision surgery. Patient was revised to address infection and stem loosening. The femoral stem is now being added to the complaint. Update aug 22, 2017: litigation received. In addition to what was previously alleged, it alleges decreased mobility and walks in constant limp. Added complainant information. This complaint was updated on aug 28, 2017. Update sep 25, 2017: pfs and medical records received. After review of medical records, there is no new information. This complaint was updated on: oct 23, 2017. (B)(4) is a reopen of (B)(4) due to receipt of new information. Update apr 18, 2018 pinnacle ppf and medical records received. Pff alleges dislocation and infection. After review of medical records for the MDR reprotability, there is no revision notes provided. Added cup to the complaint from the alleged infection. It was also indicated in the medical records, that on (B)(6) 2014, patient underwent reimplantation of a dislocated antibiotic spacer. Doi: (B)(6) 2009- dor: (B)(6) 2014 (left hip).